Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of emerge balloon catheter with no other devices. There was contrast in the inflation lumen. Magnified inspection did not reveal any damage or irregularities. Microscopic examination presented no irregularities that could have contributed to the damage. No proximal weld damage was found. The device was inflated to the rated burst pressure (rbp) for 5 minutes. The catheter maintained constant pressure and there was no indication of any leaks or other anomalies. Inspection of the remainder of the device presented no damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately calcified and moderately tortuous left anterior descending (lad) artery. The 2.00mm x 12mm emerge balloon catheter was advanced for dilatation, however, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another 2.00mm x 12mm emerge balloon catheter. No patient complications were reported and patient's status was good.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately calcified and moderately tortuous left anterior descending (lad) artery. The 2.00mm x 12mm emerge¿ balloon catheter was advanced for dilatation, however, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another 2.00mm x 12mm emerge¿ balloon catheter. No patient complications were reported and patient's status was good.